Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the physician had difficulty interrogating the device. Measurements could not be obtained and a threshold test could not be run.